Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient continued to not be able to get stimulation where she needed it on the right leg. The patient was getting stimulation on the left side and x-rays were done that showed the lead looked midline at t11-12 per the healthcare provider. It was noted that they may plan to revise the lead and reposition it higher up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had a lead revision. The lead was moved up to the t9-t10 disk space and the patient was getting coverage where she needed it. The extensions were removed so that the patient had an MRI compatible system.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, (B)(4), implanted: (B)(6 )2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-08-03. The rep reported that x-rays were done and the lead looked midline. The rep reported that they were still unable to get stimulation on the left side, which the patient stated she was getting previously. The rep reported that they had tried to reprogram the patient. The rep reported that the plan was possibly to put a new lead in, maybe a level higher. The rep reported that nothing had been scheduled yet and impedances were all okay. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 39565-30 serial# (B)(4) implanted: (B)(6) 2008 product type lead (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that post surgery the patient was programmed with the same program that she had previously and reported getting stimulation in the correct area. The rep reported that they saw the patient for the post-operative appointment and the patient reported stimulation was in the opposite leg where she had pain. The rep reported that they thought maybe the lead was plugged into opposite positions on the battery. The rep reported that they tried changing programs to the opposite side but the patient still got stimulation in the opposite leg. The rep reported that they did find 2 spots on the lead where the patient was getting some stimulation in the right leg, however the left leg was too strong. The rep reported that the patient would go home and try for a couple of weeks. The rep reported that the impedances were checked and all were okay. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was going to have a revision sometime in (B)(6). The lead had been x-rayed at t11-12 and the healthcare provider believed that the lead was too low to cover the patient¿s pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient was 5 weeks post lead revision. The lead was positioned now more to the right side and the patient was given 6 new groups. They were feeling stimulation more on the right now than previously and that was where their pain was located. However, they felt the stimulation more on the front side of their leg and would prefer it to be on the backside of the leg. The patient was given both high dose and low dose settings to try. They planned on going home and trying each program for a few weeks to see if it helped their pain and the representative planned on seeing them as needed for reprogramming. The physician was given a verbal report of their programming that was performed. No further complications reported.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep stated that they had no idea what the patient was. The physician knows about the patient and the programming. X-rays were taken and the lead looks midline. The rep stated that they do not know why stimulation is all left. The patient is getting some right, but mostly left. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient was to follow up as needed. Patient had not called or needed to be seen. It was not determined why she was not feeling on backside of leg. Patient was given the 6 programs and several she thought she was feeling very close to where her pain was. The hcp was aware. No further complications were reported/anticipated.